Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient stated on 06/26/2025, the cgm readings were 50-100 points off. The cgm was 250 mg/dl and the bg was 300 mg/dl. The patient¿s mother called an ambulance and the patient was transported to the hospital. At the hospital, the patient was in diabetic ketoacidosis. The patient had severe back pain, was vomiting, lethargic and almost passed out because they were tired and had fast heart rate. The patient was treated with saline, fluids, insulin and potassium acetate. On (B)(6) 2025, the patient was treated with an insulin injection (lantus) because their bg readings would not go down. At the time of the report on 06/27/2025, the patient was still in the hospital and admitted to the pediatric intensive care unit. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 50-100 points. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.